Event description:
Patient experienced pain 7 months after a posterior cervical spinal surgery (c3-t1). Upon examination it was discovered that the patient had experienced non-union from c7-t1 and one of the screws at t1 had broken in the vertebral body. Revision surgery took out the upper portion of the screw and left the broken tip embedded in the t1 vertebral body. Also during this revision the spinal hardware was extended to t3.

Manufacturer narrative:
The returned portion of the screw was inspected and the dimensions of the threads and head were found to be within pioneer surgical's specifications. The core on the screw yoke was unable to be inspected dimensionally because it was deformed and broken. The device history record was also reviewed and the screw was documented as being manufactured and inspected to pioneer surgical's specifications. According to the operating surgeon the patient experienced "non-union" at the c7-t1 level 7 months after initial surgery. This non-union is an identified risk within the IFU.